Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing (twos) with intermittent pacing inhibition. Previous to this observation the patient had undergone aortic valve replacement (avr) surgery. During rehabilitation asystole for two seconds was notated, however a subsequent check showed no signs of oversensing. The following day there was a loss of capture (loc) observed. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. This ICD remains in-service and there were no additional adverse patient effects reported.